Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400 mg/dl. Customer treated with the pump. The customer was provided assistance with how to change the infusion set. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed and no further details given.